Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes were bowed. This event occurred 200 times. The following information was provided by the initial reporter: these days we have seen that the yellow cap tubes are defective (the tubes are defective - "yellow cap" is just the reference for sst), some with a greater inclination than others, which is affecting the equipment, tripping the arm, which is why they can no longer be used.

Manufacturer narrative:
H.6. Investigation summary: bd received ten (10) samples and one (1) photo for investigation. The photo was reviewed, and the indicated failure mode of bowed molding was not observed. The customer returns were visually inspected and the reported defect of bowed molding was observed. Additionally, thirty (30) retention samples from bd inventory, were evaluated by visual examination and the issue of bowed molding was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of bowed molding. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes were bowed. This event occurred 200 times. The following information was provided by the initial reporter: these days we have seen that the yellow cap tubes are defective (the tubes are defective - "yellow cap" is just the reference for sst), some with a greater inclination than others, which is affecting the equipment, tripping the arm, which is why they can no longer be used.